Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, the file will be updated accordingly. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: heart, lung and circulation (2023); 32s (x): s1¿s72. Https://doi.org/10.1016/j.hlc.2023.04.009. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: dermabond prineo outcomes in cardiac surgery: a two component 2-octyl- cyanoacrylate adhesive wound closure system this was a retrospective, single-centre cohort study. In july 2018, dermabond prineo replaced honeycomb (absorbent foam) dressings as the primary surgical sternotomy dressing. Patients undergoing cardiac surgery from august 2015 to january 2022 were included and divided into two groups: those before introduction of dermabond prineo into routine practice (group 1) and those after standardisation of dermabond prineo (group 2). The primary endpoint was sternal wound infection, with incidence calculated and compared using the chi-squared test. Secondary endpoints included mortality within 30 days, length of stay, and dressing time. The mean follow-up was unknown. Reported complications include the following: dermabond prineo: standardisation of dermabond prineo (group 2): deep sternal wound infection were 5 of 1,186 (0.4%), superficial sternal infection were 29 of 1,186 (2.4%), mortality within 30 days was 1% due to sternal infection. In conclusion, there was no statistical difference; however, there was a clinically relevant absolute reduction in rates of sternal infection with dermabond prineo.